Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to customer's mental health issues resulting in the customer ¿messing up¿ with the pump to receive attention; details were not provided. Customer consumed carbohydrates to address bg. At the time of the report with tandem technical support, the customer was still admitted to the hospital.